Event description:
Mr scan on (B)(6) showed: regression of the right pararectal collection 6cm (transverse diameter) x3.5cm (anteroposterior diameter) x7cm (rectal posterior height) compared to the last MRI scan from (B)(6) 2019. Partial regression of right pneumoperitoneum.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, it was reported that a (B)(6) year old patient experienced a bowel perforation. No surgical intervention was required but the patient took antibiotics for a few days. The patient was diagnosed during a blood test (high inflamation rate). Result from the mr scan ((B)(6)): regression of the right pararectal collection 6cm (transverse diameter) x3.5cm (anteroposterior diameter) x7cm (rectal posterior height) compared to the last MRI scan from (B)(6) 2019. Partial regression of right pneumoperitoneum.